Event description:
It was reported that t:slim x2 pump battery would not charge using tandem charging cable and wall adapter and did not begin charging after being connected to working outlet for extended period. There was no reported impact to the customer¿s blood glucose level. Caller attempted use of different wall adapter without success, so technical support arranged shipment of replacement tandem cable and wall adapter and advised customer to rely on multiple daily injections if pump battery depleted before replacement supplies were received. Using different supplies resolved the issue. Pump began charging. No further assistance required.